Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received recurring alert 38 indicating a motor stall beginning the prior day, and the agent advised a full supply change followed by a device restart; blood glucose was unaffected at the time of the call. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a consecutive stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.